Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that there was no capture on the right atrial (ra) lead and the lead was dislodged. The physician explanted and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.